Manufacturer narrative:
This device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received ten shocks over two episodes. Therapy was exhausted in one episode with eight shocks. All episodes showed fast atrial activity and likely fast ventricular conduction. At times, shocks break the fast atrial rates but comes back and redetects. Reprogramming and medication changes were discussed. Device remains in-service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient had been seen in the office since the episodes, and reprogramming was performed to increase the ventricular fibrillation (vf) zone.